Event description:
It was reported that the patient was placed on hospice due to an infection. On (B)(6) 2022, the patient passed away due to coronary artery disease. The device operated as intended.

Manufacturer narrative:
Date of event was estimated as the date of onset of infection was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Previous admissions for infection: MFR# 2916596-2022-12456 and MFR# 2916596-2022-11093. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient expired on (B)(6) 2022 due to coronary artery disease and heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not explanted for analysis. Multiple attempts for additional information and product return were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The most recent revision of the heartmate ii instructions for use (IFU) section 1 lists infection and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.